Manufacturer narrative:
This report was inadvertently filed as this device has not been cleared for sale in the united states. As such, no further reports for this code will be made.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device stopped functioning after the implant.